Manufacturer narrative:
(B) (4). (B) (4). Damaged firing trigger teeth. H3: eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at qa. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the surgeon found difficulties in the first three firings and the device was locking. In the fourth firing, it did not fire. It locked. It was not reported how the procedure was completed. No adverse consequences reported.